Event description:
It was reported that during an unknown surgery the device misfired and the staples did not deploy. Exact event date is not known. No patient consequences reported.

Manufacturer narrative:
(B)(4). Attempts have been made to have device returned. Device location is unknown. The manufacturing records were reviewed and no discrepancies were found during the manufacturing process.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.